Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The two subject devices were used for an ectopic pregnancy case and both devices failed. The tissue was very vascular and thickened as it was an ectopic pregnancy. The subject devices were replaced with another system of a competitor and the procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received the two devices. As a result of omsc's investigation on july 8, 2016, the phenomena below were found. The first device: tissue pad was severely worn and partially peeled; the second device: tissue pad was severely worn. The coating on the outer surface of the jaw had partially come off. This is the report regarding the coating damage of the second device. Please cross-reference the following report about the tissue pad damages of the first device and the second device: 8010047-2016-00941, 8010047-2016-00942.